Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the cap. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, a hospitalized patient with heart failure due to renal failure, was admitted to hospital. At 8.7.8. He was treated with venous indwelling needle puncture and closed venous indwelling needle (xiangma). Before operation, it was found there has hair on the heparin cap. So discarded the indwelling needle.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8043036. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the cap. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, a hospitalized patient with heart failure due to renal failure, was admitted to hospital. At 8.7.8. He was treated with venous indwelling needle puncture and closed venous indwelling needle (xiangma). Before operation, it was found there has hair on the heparin cap. So discarded the indwelling needle.